Manufacturer narrative:
Manufacturer ref # (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): k220137. Investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: insert the 6f merit artery sheath, advance the standard loach wire guide along the sheath until it reaches the ascending aorta, then replace it with n5.0-35-100-p-10s-pig-csc-20 for angiography. Switch to tsmg-35-260-les and advance it to the aortic sinus. The proximal end of the wire guide became bent, so immediately replace it with n5.0-35-100-p-10s-pig-csc-20 and switch to a new tsmg-35-260-les for procedure. Patient outcome the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.